Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. Codes d02, b01, and c13 apply to the system. Codes d15, b17, and c20 apply to the battery and ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot/serial #: unknown ; product ID: 9735787, lot/serial #: unknown h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system unexpectedly shutdown. The camera cart shut down after unplugging and moving then connecting back to wall power. Troubleshooting was performed and recommended the following troubleshooting when system is not in use: checking self-test status for main cart/camera cart power status, checking uninterruptible power supply (ups) main cart lights, specifically v2 light, swapping main cart vs. Camera cart with a working main cart/camera cart on site to determine if this is isolated to main cart power supply vs. Camera cart, and swapping cart to cart cable. No patient was present at the time of the event. Additional information was received stating that during self-test status for the main cart/camera cart power status that when they first turned it on everything looked normal. After disconnecting and replugging in, it would go back to connected but the camera cart says that it is using the battery power. They checked the uninterruptible power supply (ups) main cart lights, specifically v2 light. Swapped main cart vs. Camera cart with a working main cart/camera cart on site to determine if this is isolated to main cart power supply vs. Camera cart. They isolated to the camera cart. The battery was green. V2 was off even after plugging the camera cart back into the wall main cart ups looks like it needed to be sent. There was an error flashing even after plugging it back into the wall. The main cart battery will need to be sent. The camera cart turned off after about 10 minutes. They did not try to swap the cart to cart cable. The probable cause of the reported issue was the main cart ups and battery.

Manufacturer narrative:
H2: correction. The previous supplemental report (follow up #: 001) was submitted with the aware date of 2022-sep-25. The correct aware date of the information included in the report is 2022-oct-25. The information was submitted on time, within the 30 day timeline. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.